Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to detecting an atrial arrhythmia followed by rapid-ventricular-response as fast ventricular tachycardia (vt). The ICD remains in use. No further patient complications have been reported as a result of this event.